Manufacturer narrative:
D4: UDI added. Manufacturer¿s investigation conclusion: the centrimag motor (serial number unknown) was evaluated following the reported event of an s1 alarm due to the power on self-test not passing. A log file was extracted from the returned centrimag console and did not show any atypical events indicating an issue with the motor. The centrimag motor was not returned for analysis; however, the centrimag console was returned and evaluated at the service depot. During investigation of the console, it was conclusively determined that the s1 alarm was caused by damage to the console. This is addressed via the centrimag console investigation. Per information provided by the account, there was no issue with the centrimag motor. The reported event was unable to be correlated to an issue with the centrimag motor. Device history records could not be reviewed due to the serial number of the centrimag motor being unknown. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ 2nd generation centrimag primary console alarms and alerts" cover all alarms (auditory and visual), including system related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that no issues with the motor were reported. No patient was affected by this event as no patient was involved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the console failed a power on self-test s1. The console would be returned for evaluation. Related manufacturer reference number: 3003306248-2024-00423.